Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs programmer displayed a "low battery" message. Subsequently, the patient lost stimulation therapy a few days later. Surgical intervention may be necessary to replace the patient's scs ipg.

Event description:
Follow up information received identified the patient's scs ipg was replaced due to suspected premature end of service.